Event description:
It was reported that stent damage occurred. Upon unpacking of a 2.25 x 20 synergy¿ drug-eluting stent, the physician noted that some struts of the stent were open and did not use the stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the four most proximal stent rows were bunched and also raised outwards distally from the balloon and damaged. The undamaged proximal portion showed no signs of abnormalities to its profile. The product stent protector was not returned for analysis with the device. The type of damage evident to the stent is consistent with the incorrect removal of the stent protector. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Upon unpacking of a 2.25 x 20 synergy¿ drug-eluting stent, the physician noted that some struts of the stent were open and did not use the stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4).